Event description:
The customer reported the beam exceeds visible image by 4.4% of 22.5 inch sid on mag1 mode only. No patient injury was reported.

Manufacturer narrative:
The ge service rep performed a collimator calibration using the beam alignment tool. No film taken. No processor on site. Checked operation. Machine works as intended.